Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by vomiting, abdominal pain and yellowish drain fluid. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient has recovered from vomiting and yellowish drain fluid and was recovering from abdominal pain and peritonitis. It was reported that extraneal therapy was discontinued while dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information:b5 b5: it was reported during follow up that the patient did not have peritonitis. It was reported the patient only had abdominal pain and has recovered from the event. The baxter device is no longer a suspect product in the reported event. Should additional relevant information become available, a supplemental report will be submitted.